Event description:
It was reported by the field clinical representative that this right ventricular (rv) lead was suspected to be fractured and was observed on x ray by the physician. The patient had a lead safety switch impedance greater than 3,000 ohms. As a result, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.